Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, after which the cgm error code did not reappear, leading to a successful start of the sensor session.